Manufacturer narrative:
G4: 22sep2020 b4: (B)(6) 2020 the customer stated that the ac (alternative current) power and battery leds (light emitting diodes) were on steady. The blower started when powering on the unit but there was no alarm and nothing on the display. They then removed both ac (alternative current) and power, then reconnected just the battery and the unit powered on as expected. Connected ac power again and the unit powered on as expected. No parts were replaced and the reported issue was resolved. The battery manufacture date is 8/2018. Three good faith efforts were made to obtain additional information; however, the customer did not respond. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 07 jul 2020.

Event description:
The customer reported the device will not turn on. There was no patient involvement.